Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump, and caller also inquired about out-of-warranty loaner pump options. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump while discussing backup therapy, and technical support arranged pump replacement and directed caller to separate case for out-of-warranty loaner pump request.